Event description:
Customer reported high blood glucose readings and stated that the insulin pump does not deliver insulin. Customer stated that they put eighteen units through and their blood glucose readings are still running high. Customer also stated that they went to fill tubing and it was showing that zero units were coming out. Customer further stated that their transmitter readings are going up and down and are inconsistent. Troubleshooting was performed and all settings appeared to be normal. Customer's current blood glucose reading is 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.